Event description:
In the end-user called medtronic minimed and noticed that the tubing was cracked. Patient does not know how this happened. In 03/2003 maersk medical a/s received the complaint and 2 used sets, 6 unused tubings.